Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level of 468 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was not provided. Customer had a recent blood glucose level of 65 mg/dl, which was treated with food. The insulin pump was not replaced or returned for analysis.